Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had anomaly. The customer's blood glucose level was unknown at the time. It was reported that the pump stopped displaying sensor readings even after troubleshooting. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No display anomalies were noted during testing. The insulin pump failed to connect to the guardian link or glucose meter. The insulin pump had a minor scratched display window and case.